Manufacturer narrative:
Pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. Error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unresponsive button due to frozen display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarming but no message on screen was displayed. Customer had high blood glucose level of 222 mg/dl. Customer treated it with injections. Customer called back and stated that she did the insulin pump rest and the insulin pump was still not responding. Insulin pump will not be returned for analysis.